Manufacturer narrative:
E1- address: (B)(4). The subject device was not returned for evaluation. In communication with the customer via company field service engineer, the following information were provided: the end-user has no any other request. Did not send the device for repair. Confirmed, that there was no patient injury during the procedure. No further information provided. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported, during a therapeutic laparoscopic cholecystectomy procedure, the device exhibited energy output without pressing the footswitch. According to the report, when laparoscopic cholecystectomy was performed, the device was used to stop bleeding, it was found that energy was unintentionally output when the foot switch was not pressed. The device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.